Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection, device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation with a 355cc mentor memorygel breast implant and experienced postoperative left-sided wound infection and device extrusion. The patient experienced left-sided redness, breast pain, and implant exposure. As a result, the patient underwent removal without replacement on (B)(6) 2021. The patient has fully recovered after the revision surgery.